Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was reported the patient was going to receive treatment in hospital (no further details). At the time of this report, the patient has not recovered from peritonitis. Action taken with pd therapy was not reported. No additional information is available as the reporter declined follow up.